Manufacturer narrative:
Since no product is available to be returned for our eval, the complaint cannot be confirmed or denied. Following our investigation, which included a physician's report and a device history review, we have concluded that due to a lack of sufficient info, a probable root cause for this incident cannot be determined at this time. There is no increase in the frequency or severity as indicated via an anticipated or known failure mode based upon risk documentation and/or historical trending. The device history records for the batch were reviewed. All mfg and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specs at the time of release to distribution - there are no similar incidents against this batch. Should such information become available, it will be included in a follow-up report.

Event description:
Pt under observation for dilated graft. The graft was implanted for repair of an intrarenal aortic aneurysm in 2006. In 2007, the physician claims that the prosthesis had dilated from 20mm to 30mm since being implanted. The graft was left inside of the pt. The pt's condition is reported as okay at the moment (other than any effects of the dilation).